Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that loss of capture on the right ventricular lead was observed. It was determined that the loss of capture was due to scar tissue. The patient was asymptomatic and was fine. The issue was resolved by reprogramming the device.